Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a frayed wire. The issue occurred, during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a frayed wire. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.